Manufacturer narrative:
H10: manufacturing review: a device history record review and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the self activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The device was not returned.

Event description:
It was reported that prior to the biopsy procedure, the device automatically fires while in safety mode. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly self-activated. There was no patient contact.